Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and confirmed the difficulty in sheath removal. The shaft inner member was found separated and the balloon would not inflate due to the damage. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on an expanded related record review and investigation, a product issue potentially related to difficulty removing the sheath was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that during removal of the protective sheath from the 3.5 x 12 mm nc trek balloon catheter, resistance was noted. The sheath was stuck on the balloon and could not be removed. A new nc trek balloon catheter was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the inner member was separated at the proximal end of the proximal marker.